Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that this ICD was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed fault code 1003 indicating voltage too low for projected remaining capacity. Boston scientific technical services (ts) recommended to replace the device as soon as possible. The local boston scientific field representative deferred to perform save to disk for engineering analysis since patient was in the hospital. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts code 1003 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Event description:
This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on (B)(6) 2013. This device experienced behavior consistent with that advisory communication; however, detailed laboratory analysis is required to determine if the device did, in fact, experience that low voltage capacitor issue.